Event description:
Meter is giving inconsistent readings. Analysis run on clark error grid using mean avg. Reading (117) as ref. Point vs. Bd readings of 60, 64, 227 yielded data points in the c zone of the grid, outside of acceptable limits.